Event description:
Patient underwent ventral hernia repair with mesh and drain placement. The following day, while removing the drain at bedside the drain fractured and a portion of the drain was retained. The drain was noted to not be sutured in and excess force was not used during removal.